Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin squirts from cannula when priming. The customer's blood glucose level was unknown. The customer also reported that there were scratches and condensation on screen and received no delivery. The device will not be returned for analysis.